Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd y-set disconnected from the patient¿s transfer set and leaked; further described by the nurse as ¿it was like if the connection to the transfer set is overtightened, it becomes loose again and disconnects¿. This occurred during the drain phase of peritoneal dialysis therapy. The transfer set was replaced, however, the nurse stated, there was no issue with the transfer set¿. The patient was given prophylactic antibiotics as a precautionary measure. There was no patient injury associated with this event. No additional information is available.